Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion alarms which were reproduced while running a loaded set. Evaluation found that the downstream sensor was failing. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump failed to display the downstream occlusion message during preventive maintenance testing. It was also reported there was no patient involvement.